Manufacturer narrative:
The device was not returned and could not be investigated. The manufacturing records were reviewed and no related deviation or concerns were found. Vacuum sleeve failure is a known potential malfunction with some cryoablation needles. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. The case was completed with no patient injury. If additional information becomes available a followup report will be filed.

Event description:
It was reported that the doctor noticed the shaft of the needle started to collect frost. The patient's skin was flushed with saline and applied sterile gelto prevent any injury. The procedure was completed as expected with no injury to the patient.